Manufacturer narrative:
This device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the administration set was leaking from a section of tubing near the filter. Mmd did follow up with the initial reporter, and they stated that they could not provide any additional information about the complaint. (B)(4)

Manufacturer narrative:
This device was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd for investigation, the complaint was confirmed. The investigation indicates that the problem may have stemmed from an isolated manufacturing issue.

Event description:
The initial reporter stated that the administration set was leaking from a section of tubing near the filter. Mmd did follow up with the initial reporter, and they stated that they could not provide any additional information about the complaint. [Complaint-(B)(4)]